Event description:
It was reported that this 980 ventilator generated a background diagnostic code with message ¿expiratory flow temperature out of range (oor)". The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
Issue identified during product analysis. H3: device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that this 980 ventilator generated a background diagnostic code with message ¿expiratory flow temperature out of range (oor)". The device was available for evaluation. The service personnel (sp) inspected the ventilator, confirmed the reported issue replaced the exhalation valve flow sensor (evq). Sp re-ran est and found the inspiratory auto aero solenoid failure during testing and replaced the inspiratory flow module (ifm) printed circuit board assembly (pcba). The ventilator passed all calibrations and tests per manufacturer specifications at the time of service. The evq was not returned to medtronic for further analysis. One ifm pcba was returned for failure investigation. The part was visually inspected with no observed anomalies. The ifm pcba was attached to the failure investigation test ventilator, powered up but during the short self test (sst) failed the circuit pressure test for "inspiratory auto zero solenoid not operational". Investigation determined if so1 were to fail while in use on a patient, the ventilator response would be to enter backup ventilation (buv). The cause of the expiratory flow temperature out of range (oor) event was isolated in the field to a potentiall fault in the evq. The cause of the est failure during repair was identified as a fault in the auto zero solenoid (so1) on the ifm pcba. These events are included in a trending and monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.